Manufacturer narrative:
The patient had previously undergone lefort surgery and existing metal hardware was present in the preoperative scan. The metallic objects created scan artifact in the area the guides and plates would be placed, which was likely a contributing factor to the reported fit of the lefort drilling guide.

Event description:
While performing corrective jaw surgery utilizing vsp systems' lefort drilling guide and surgical splints, the surgeon reported the lefort drilling guide and surgical splint did not fit as anticipated. Additionally, the surgeon reported that the splints needed to be altered in the operating room to achieve a satisfactory fit. These issues contributed to a surgical delay of 120+ minutes.